Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2018-01669 this report is being submitted as additional information approximate age of device- 9 days. Device analysis: no device-related issues were discovered during the evaluation. The evaluation of the returned device did not identify a specific cause for the reported low flow issues. The returned portion of the sealed outflow graft material revealed no evidence of distortion such as twisting or kinking that may have contributed to a flow obstruction during left ventricular assist device (lvad) support. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Examination of the returned portion of the pump cable found it to be unremarkable. The device functioned as intended and in accordance with manufacturing specifications. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was small in size, and underwent a device exchange to another manufacturer's product. The cause of exchange was low flow alarm. The issue continued on the other manufacturers device. The pump was returned for evaluation. No additional information was provided.